Manufacturer narrative:
Additional manufacturer narrative: additional information has been requested and received from the healthcare provider. However, there is currently insufficient information to determine the root cause of this event. The subject device is not available for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a clinical trial patient with a 25mm pericardial aortic valve was explanted after an implant duration of approximately two (2) years, 10 months due to unknown reasons. No additional details were provided.